Manufacturer narrative:
Patient information is unknown. The 510k: this report is for a k-wire - unknown lot; unknown part. UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure the k-wire was cut through by the drill bit. The problem was solved by using another set. This complaint involves one (1) device. This is report 1 of 1 for (B)(4). This report is for a k-wire.

Manufacturer narrative:
Device malfunctioned intraoperative. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.